Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the right coronary artery(rca). A 4.00x12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, the stent stripped off from the stent delivery system (sds) and stayed in the proximal to the lesion. The sds was placed through the dislodged stent and deploy the stent where it was. The patient ended up going to bypass surgery where it had a bypass surgery of the rca and left circumflex artery. No patient complications were reported and the patient's status was fine.